Event description:
Medtronic received information that during use of a bio-medicus nextgen cannula, it was reported that the outflow vessel came out during pcps installation. Physician suggested that the cannula fixation might have been the cause due to which the cannula might have come out. However, when the removed cannula was examined, there was a crack in the ring region. It was unknown when the crack occurred but the cannula was secured in 3 places: cannula tip, ring and the root of the cannula, so the crack in the ring is likely not to be the cause. Moreover, when the ring part came in contact with liquid (blood), it appeared to be made of a slippery material. The device was replaced to complete the procedure. A new cannula of same type was reinserted. There was no additional patient impact associated with this event.  Medtronic received additional information that the cap did not fall off. The cannula was not heated or cooled prior to use. The device was inspected before use but the customer reported it's unclear when the crack in the cap occurred. The customer reported that when the patient was moved from the op room to the ICU, the sending blood tube was pulled out when the patient was transferred from the operating table to the moving bed with the pcps on. There was some bleeding due to the removal, but there was no health damage due to the prompt treatment. Medtronic received additional information that a transfusion was not required because of the blood loss. The quantity of blood lost could not be provided. The customer stated that there was no health damage to the patient because of the blood loss.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the cannula main unit was cut by the surgeon when the cannula was replaced; it is not a defect. Also, the evidence that was clamped on the coil of the wire reinforcement part of the cannula body was from when the cannula was removed, so it is not related to the malfunction. Additional information device evaluation summary: visual inspection showed evidence of damage/split in the suture collar. The reason for return was confirmed. Conclusion: after investigation the complaint is confirmed for a crack in the white suture ring. It is unknown what may have caused this occurrence. The device history record could not be reviewed as no lot number was provided. Complaints received for similar model numbers were reviewed and no complaints reporting a similar failure mode were found. Trends for issues with this device are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage with only a portion returned. Reason for return was confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.